Event description:
Device malfunction: none (device #3). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and oozing. It was reported that a physician in-training attempted arteriotomy closure of the left and right iliac artery after an interventional procedure. Reportedly, a proglide device was used in a pre-close technique using an 11fr sheath. After stent deployment, an attempt was made to close the left iliac artery with the proglide device; however, oozing was noted. The device was removed and a second proglide was inserted and a cuff miss occurred. The device was removed and a third proglide was deployed but the oozing continuing. Hemostasis was achieved using a starclose device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 and #2 - proglide (part #12673-05; lot #51054-6h), are being filed under medwatch reports. Device #1 is filed under MFR #2953144-2008-01272 and device #2 is filed under MFR #2953144-2008-01273.